Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient gender unknown / not provided. Weight unknown / not provided. Reporter contact information unknown / not provided. Email address unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mount fractured and got stuck inside the implant. Doctor tried to remove fractured portion with a screw removal tool, but it was not possible. The procedure was completed with a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,3.7,10,mtx,mg (tsvtb10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Visual / functional testing to recreate the reported event could not be performed due to device not being returned for analysis. No pre-existing condition noted on the per form that was provided. Bone density type was unknown the reported device was located on an unknown tooth site and was used for an unknown amount of time. DHR review was completed for the subject lot number 1257708. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1257708 for similar events and 1 other relevant complaint(s) was identified, (B)(4). Review completed utilizing keywords: dental : functional : fracture : mount. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable.

Event description:
No further event information is available at the time of this report.